Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was a cassette not attached properly error. There was unknown patient involvement. No patient harm was reported.

Manufacturer narrative:
One device was returned for repair. No service history found. Visual and functional testing was performed. Could not confirm customers complaint. During testing, could not get pump to give error ¿cassette not attached properly¿. During visual inspection found that the downstream occlusion (dso) seal was delaminated, and latch lock failed the go/no go test. Replaced downstream occlusion seal, latch lock, and latch lock sensors. Calibrated occlusion sensors and updated software. Pump passed all tests.